Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, an intraocular lens (iol) with a haptic that was hung up on a possible irregular capsule or possible capsular tear (not visualized). There was a small amount of vitreous coming from the inferior capsular bag during lens rotation. An anterior vitrectomy was performed and a suture was placed. The toric lens remained about ten degrees short of its proper axis. The surgery was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information provided. The clinical analyst has reviewed this file and stated the following: ¿the surgeon reported an intraocular lens (iol) with a haptic that was hung up on a possible irregular capsule or possible capsular tear (not visualized). There was a small amount of vitreous coming from the inferior capsular bag during lens rotation. An anterior vitrectomy was performed and a suture was placed. The toric lens remained about ten degrees short of its proper axis. The patient is listed as a (B)(6) male with a mature cataract in the right eye (od). There was no medical history listed on the operative report. However, the following was available for review: ¿the laser was used for the capsulotomy and primary incisions. The primary incision was entered, the viscoelastic was used, and the anterior capsule was removed. The capsular bag appeared to be intact upon the completion of phaco and I/a. The bag was inflated with viscoelastic and the iol was inserted into its position. After completing this, the surgeon noticed the haptic was caught on the irregular capsule or a pc tear (he was not able to visualize the issue). A gentle maneuvering of the lens was performed to rotate the lens into proper positioning. A small amount of vitreous was seen coming from the inferior capsular bag. At this point, viscoelastic was injected into the anterior chamber (ac), and the instrument was removed. Weck-cell sponge and scissors were the used to create and anterior vitrectomy at the wound edge. Following this, a vitrector was utilized to remove the vitreous from the ac. The cumulative dissipated energy (cde) was listed at 6.88. The wound was inspected and the lens appears to be in a good position. This was confirmed by system, the toric lens was approximately 10 degrees short of its proper axis, but further manipulation of the lens was avoided due to the destruction of the capsular bag. The iol placed in the eye was listed as sn6at4 @ 25.5d/ 13.0 length, 6.0 optical with a serial number of (B)(4). Following this micohol was placed on the eye to reduce pupil size. A 10-0 nylon suture was placed in the wound, and was securely tied. No vitreous appeared in the wound. Vancomycin was then placed on the eye. The iol was positioned well, the ac was deep and quiet, the wound was water tight, and the cornea was clear. The patient tolerated the procedure well.¿ posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).